Manufacturer narrative:
This is a combined initial and final report. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Investigation results are available: concomitant medical product: zimmer mmc, cup, uncemented, 52 mm/44 mm, code j item: 0100634052; lot: 2554911. Metasul ldh, head adapter, m, 0, taper 12/14-18/20; item#0100185146;lot#2583040. Fitmore, hip stem, uncemented, b/4, taper 12/14; item#0100551204; lot#2375830. Therapy date: (B)(6) 2011. Event description: it was reported that the patient received right hip prosthesis on (B)(6) 2011 and experienced pain, metallosis and elevated metal ion levels. Harm: s3 - metallosis, s3- pain or ache, moderate hazardous situation: unknown. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Our legal department is well trained and passes all information concerning the case to our complaint handling department. Medical records: review of the medical records dated (B)(6) 2018 found a pelvis MRI where a fluid-corpuscular collection was identified near the neoacetabulum, with the finding attributed to metallosis. Review of the medical records dated (B)(6) 2021 found high test levels of cobalt and chromium levels, along with MRI results with presence of debris disease. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records for part # 0100634052, lot # 2554911 identified no deviations or anomalies during manufacturing. Review of the device history records for part # 0100181440, lot # 2477584 identified the following deviations and/or anomalies: ncr 200120970, ncr 200121752. Ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that the patient received right hip prosthesis on feb 04, 2011 and experienced pain, metallosis and elevated metal ion levels. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) manufacturing (B)(4)considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following report is associated with this event: 0009613350 - 2021 - 00493.

Event description:
Claim for damages allegedly caused by mom prosthesis; mmc cup and ldh during investigation a metasul femoral head was determined to be a main device in this event, therefore this report is being filed.